Event description:
The micro reciprocating saw was sent for service and it ran while in safe mode during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the device.